Event description:
It was reported that before use of the bd vacutainer® edta 2k the tube was deformed. The following information was provided by the initial reporter, translated from japanese to english: the tube was deformed.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for gate stub with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and gate stub was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® edta 2k the tube was deformed. The following information was provided by the initial reporter, translated from (B)(6) to english: the tube was deformed.